Event description:
Literature was reviewed regarding a dbs case file - lesioning through a directional deep brain stimulation lead in the subthalamic nucleus.  Medtronic manufacturered devices were the only products implanted in the study. The following medtronic devices were used: percept pc (b35200) and sensight directional lead (b33005) adverse events included:   it was reported that a 59 yearold woman with parkinson's disease was implanted in the subthalamic nucleus (stn). Six months following their second lead implantation they fell and hit their heard on a cabinet. Approximately one week following the fall, their left frontal incision was opened and it manifested in a full thickness wound dehiscence. The dbs hardware on that side was exposed and the wound was observed to be draining. The product were explanted. For reimplantation the patient opted for a single lesioning procedure through the stn dbs lead. Four weeks following the surgery the patient's improvement closely mirrored their therapeutic benefit prior to the falling accident.

Manufacturer narrative:
Continuation of d10: product ID b3300533 lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300533, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300533 lot# serial# unknown product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.